Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. Appropriate skin care was reviewed with end-user. End-user performs routine skin as follows: uses unisolve adhesive remover and then washes with (B)(4) soap followed by stomahesive powder then blots with 3m cavilon; uses the eakin cohesive ring around the stoma, but end-user does not use a belt. End-user was recommended to cut coller away, and to discontinue use of (B)(4) soap and replace with (B)(4); or (B)(4) soap. Lastly, end-user has declined the offer of a replacement product; however, sample of pre-cut convex barrier and eakin slim will be sent. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info become available, a f/u report will be submitted. Reported to FDA on (B)(4) 2014. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.

Event description:
It is reported that end-user developed intact red hives and welt located under skin barrier and 1 inch beyond, and around torso. End-user states that redness has been present since beginning of (B)(6). End-user has been to allergist and dermatologist, and current treatment includes clobetasol propionate cream bid and also taking prednisone for two (2) weeks.